Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 2/sep/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event that was signed on 29/aug/2025. As per the ppf form, the patient underwent a recurrent incisional hernia surgery with a strattice device lot #sp100123-013, ref. #(B)(4) on (B)(6) 2016. On (B)(6) 2016, patient underwent an abdominal panniculectomy with resection of seroma cavity. The form lists the condition that was treated. (B)(6) 2016: removal of kugel mesh and repair of recurrent incisional hernia with 20 x 30 of alloderm mesh utilizing component separation technique with bilateral muscle trunk flaps. However, the provided lot number sp100123-013 is a strattice mesh, not an alloderm mesh. (B)(6) 2016: abdominal discomfort; large seroma; seroma drained. (B)(6) 2016: abdominal panniculectomy with resection of seroma cavity. (B)(6) 2015-present: primary care, cramping, constipation, abdominal pain, abdominal bulge, anxiety, depression. Approx. (B)(6) 2009: hernia symptoms, hernia surgeries, anxiety, depression. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100123 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, d4, h4, h6.